Event description:
It was reported that the patient had an orthotropic heart transplant with atrial epicardial wires placed in the operating room. It was noted that the patient's heart rate decreased and the atrial pacing wires did not capture. The atrial wire pacing cable was connected to the external pulse generator (epg) which paced for a few hours but then there was a loss of capture. The epg was replaced but the issue was not resolved. The patient suffered an acute kidney injury due to loss of atrial kick and lower cardiac output to facilitate tachycardia. The patient's right ventricular function worsened temporarily. Pharmacological agents were used to facilitate tachycardia for several days. It was determined that the epg was working as designed and remains in use. No further patient complications have been reported as a result of this event.